Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the they tried to prime pump after they had been using set for at least a day. When the patient primed, insulin came out around the luer lock. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.